Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a battery pack for use with a controller experienced multiple issues related to charging their pain stimulation implantable pulse generator. The patient stated that the controller battery was depleting quickly and not holding a charge, resulting in trouble charging the implanted neurostimulator. The patient reported an increasing frequency of required charging, up to twice a day, and noted that the controller would indicate "finished" charging while the implant battery remained low. During attempted charging, the controller charge dropped rapidly, and extended time was required to charge the implant, sometimes up to two hours per day, with incomplete charging despite prolonged attempts. The patient described that the issue had been ongoing for a couple of months and had worsened recently. The patient also reported a history of previous recharger replacement. The patient inspected the controller port and battery compartment and did notobserve any damage. No error screens were reported, and the patient was able to connect the devices. The issue was not resolved, and a request was sent to the repair department to replace the li battery pack. It was unknown if there was any patient involvement or complications as a result of the event.